Manufacturer narrative:
Concomitant medical products: product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead; product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead; product ID 3210, serial# (B)(4), implanted: (B)(6) 1999, product type: transmitter; product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
It was reported the patient was checking to see where the implant was located because he was going to a new doctor who took some x-rays and it did not look like it was going to the spine. The patient swore it was in the spine. The patient wanted to make sure of the location of the device and see if it was going to the spinal column or not. The patient told the orthopedic doctor the implant was in his spine because it was a spinal implant, but the doctor who performed x-rays today stated the device wasn¿t in the patient¿s spine as it seemed to be only going to the muscles. The patient mentioned they had a double lead implanted and a generator in their abdomen. The patient indicated the x-rays were done because the patient wanted to have the device removed but the patient then stated "well no they did x-rays because of pain." The patient confirmed the reason for x-rays was because of pain that had been going on for about the last 10 years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.